Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastric endoscopic submucosal dissection (esd), the cutting knife portion of the single use surgical knife, broke off during output. During the same case, the same phenomenon occurred in a total of four units. The broken portions of all four units fell off inside the stomach, but all fragments were promptly retrieved. The procedure was completed with a similar device. There were no further reports of patient harm. This is 3 out of 4 devices.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. Corrected field: h4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the product analysis, no fracture of the cutting knife was confirmed, and the reported event could not be verified. However, since a fractured tip was found during the analysis, it is presumed that the reported event referred to the fractured tip. In addition, the following reportable malfunctions were identified during the device evaluation: tip fracture, a portion of the tip was melted. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event found during evaluation was due to component failure. It is considered that the detected fractured tip were caused by the following factors, 1) and/or 2). 1)electrode melted due to electrical discharge and the melted electrode adhered to the tip. Electrical discharge between the part adhered to the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. 2) thermal shock due to sudden temperature change of the tip a likely mechanism causing the tip detachment might be the following: (1)due to the factor described below, electrical discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. (2) high heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the tip decreased. (3)a force to perform tissue incision was applied to the cracked area, causing the tip to crack and detach. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.